Event description:
Reported as "pouch dilatation, opportunity was taken to replace strain relief part by taper".

Event description:
Reported as "pouch dilatation, opportunity was taken to replace strain relief part by tapes".